Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer called because she got a high blood glucose value of 600 mg/dl. The customer applied a new set and declined to troubleshoot for her high reading due to her blood glucose was finally coming down. The device will be replaced but not returned.